Manufacturer narrative:
Visual findings observed the sensor was not returned flat and was folded and stuffed in the fedex box. The sensor pad has wrinkles and creases throughout the pad. Cuts were observed on the front and back vinyl material. The first use and expiration dates were not filled in. The metal clips with rubber bands on both ends of the pad are present. Evaluation found the sensor pad will trigger the in-house 8345 unit to sound when weight is removed from the pad, and it will not trigger when weight is applied on the pad as intended. The pad was found to meet specification and pass all functional testing. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Due to product not being returned, this report is based solely on the information provided by the customer. Confirmation of customer's complaint and the root cause could not be determined. An investigation of similar complaints revealed several potential causes, including damages to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4). Product not returned.

Event description:
Customer contacted us via phone call. Customer states "that the sensor failed to trigger an alarm when the patient got up." No gtin or lot# was available. A ts template has been completed and saved to the drive. The date the issue was discovered is unknown and no patient incident or injury was reported.